Event description:
It was reported the patient had had two surgeries related to the device. It was unknown what the procedures were for. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).